Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, shaft damage was identified. When the 3.00x8mm taxus liberte drug eluting stent was taken out package, the physician "noticed that the distal end of the shaft seemed fragile. With very little effort the distal shaft came off of that proximal shaft." No patient complications were reported.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the mid shaft. The break was measured at approximately 2.4cm proximal area from the port site of the device. This type of damage is consistent with excessive force having been applied to the device. Visual examination of the hypotube revealed two severe kinks on the hypotube. The kinks were measured at 25.4cm and 90.4 cm distal from the catheter strain relief. This type of damage is consistent with excessive force having been applied to the device. A visual and microscopic examination of the crimped stent found no issues. The device was returned without the balloon protector or product mandrel indicating that the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. It was not possible to insert the recommended sized product mandrel (0.015 inch) through the lumen due to the presence of solidified contrast media. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is handling damage as the complaint is associated with a product that meets boston scientific corporation (bsc) design and manufacture specification but the complaint was caused by handling of the device without patient contact during the unpacking / preparation.